Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the fse and confirmed that the fse replaced the acp proactively as the error fault during system log review suggests a possible faulty component. Failure analysis for acp has been completed. This unit was installed into the test system, verifying all axes with no issue, performing 10 power cycles & sat idle for 1 hour. No issue was identified. The customer reported issue was not reproduced.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and reviewed the logs. During this service, fse was unable to reproduce the issue and indicated an intermittent issue. Fse performed a proactive replacement of the dual axes controller platform (acpd) and a system cable. At a later day, another fse dispatch was documented and service performed. During the 2nd field evaluation, fse retested the system and reproduced the issue. Fse replaced the minimum acp (acp) and the cable on the backplane. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received both acpd and acp; however, failure analysis for acp is ongoing and have not been completed to confirm/identify any reportable failure mode(s). Failure analysis for acpd has been completed. This unit was installed into the test system and exercising all arms, 10 power cycles & sitting idle for 1 hour. Could not replicate reported issue. The replaced system cables are field scrap items and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the system displayed multiple recoverable error faults. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of persistent recoverable error code 3199 that is clearable. The user was instructed to troubleshoot; however, surgeon elected to continue with the procedure under this condition using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.